Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under all three therapy electrodes. Patient described the rash as red, itchy, bumpy, blistering, open, and running. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician prescribed a steroid cream. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Submitting supplement to remove verbiage in section b6 as it was added in error. A us distributor contacted zoll to report that a patient developed a rash under all three therapy electrodes. Patient described the rash as red, itchy, bumpy, blistering, open, and running. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician prescribed a steroid cream. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.